Event description:
The facility reported that after completing the bath, the resident was removed from the bath and lowered to the lowest level. The caregiver then left the resident to get a towel from the towel warmer. When she turned around, the chair had begun to tip. The resident hit the floor with her hands and knees. The caregiver stated the seat belt was applied properly and the resident was sitting properly in the chair and was calm during the bath. The resident sustained bruising above the knee and to the right hip.

Manufacturer narrative:
The device was examined by an arjo investigator. The caregiver in attendance during the incident was not available for interview. Another staff member stated that this resident is usually aggressive, and most times ends up sitting at the front edge of the chair. From the pictures, it was noted that the safety belt was not applied correctly to the chair. However, it is not known if the device was used after the incident or, if it was loose during the bath when the incident occurred. The height of the chair at the time of the incident is unknown. The operating and product care instructions state that there should be two staff members to do a transfer with an alenti. During this event, there was only one. The resident was left unattended when the caregiver turned her back to get the towel. It is unclear how the resident ended up facing the tub on her left side, as the resident must have been removed from the bath, and turned to be looking away from the tub panel. This means the caregiver had to walk around the resident, and the device to get a towel from the towel warmer. Based on the information provided, the manufacturer has determined the cause of the resident falling out of the device is that the resident was left unattended for a short moment, and was most likely not positioned correctly on the chair. Most likely the resident had tried to stand up/raise herself from the chair and by doing so, tipped the lift. The resident was quite heavy, and thus probably strong enough to do so. The manufacturer recommends retraining of caregivers to the operating and product care instructions which state: " warning: never leave the resident unattended at any time". The instructions also state: "make sure the resident is positioned correctly on the lift and the safety belt is secured." The facility reported that after completing the bath, the resident was removed from the bath and lowered to the lowest level. The caregiver then left the resident to get a towel from the towel warmer. When she turned around, the chair had begun to tip. The resident hit the floor with her hands and knees. The caregiver stated the seat belt was applied properly and the resident was sitting properly in the chair, and was calm during the bath. The resident sustained bruising above the knee and to the right hip.